Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced hematoma on their right arm at the radial access point on (B)(6) 2025 after being implanted with 2 pipelines on (B)(6) 2025. Pressure was held and a tr band was applied. The patient was hospitalized for observation from (B)(6) 2025 to (B)(6) 2025, at which point the event was considered recovered/ resolved. It was noted that the adverse event was not the result of a device deficiency and did not result in worsening of existing neurological deficits. There was no surgical intervention associated with this event. The sponsor assessed the hematoma hospitalization as possibly related to the procedure and to antiplatelet therapy. The site assessed it as possibly related to antiplatelet medication, and not related to the device, the procedure, or the disease under study. The patient was undergoing treatment for a dysplastic aneurysm in the right internal carotid artery c6 sidewall with a max diameter of 20 mm and a 7 mm neck diameter. The aneurysm dome height was 20 mm and dome width was 16 mm. It was noted the pipeline was successfully implanted with complete neck coverage achieved. There was no device flattening or twisting. After implantation, aneurysm occlusion was noted as class 3 (raymond and roy). Ancillary devices include a rist radial access 071 guide catheter, a phenom plus catheter, and a phenom 27 microcatheter. The site has reported a possible relatedness to antipl atelet medication regimen. Additional information received. Medical intervention was required, and the event was related to the study procedure. Sponsor assessment, on (B)(6) 2025 indicated that the clinical events committee (cec) adjudicated the event as serious.